Event description:
It was reported that the customer was hospitalized due to high blood glucose. The fixed prime and high pressure test were performed on the insulin pump and the both tests passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.